Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('so much blood loss/bad period') and breast prosthesis implantation ('breast implant') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), loss of consciousness ("passed out due to so much blood loss"), fatigue ("fatigue") and pain ("aches") and underwent breast prosthesis implantation (seriousness criterion medically significant). The patient was treated with surgery (ablation and she had undergone hysterectomy for essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, loss of consciousness, breast prosthesis implantation, fatigue and pain outcome was unknown. The reporter considered breast prosthesis implantation, fatigue, loss of consciousness, menorrhagia, pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast implant, ache, pelvic pain, and fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('so much blood loss/bad period') and breast prosthesis implantation ('breast implant') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), loss of consciousness ("passed out due to so much blood loss"), fatigue ("fatigue") and pain ("aches") and underwent breast prosthesis implantation (seriousness criterion medically significant). The patient was treated with surgery (ablation and she had undergone hysterectomy for essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, loss of consciousness, breast prosthesis implantation, fatigue and pain outcome was unknown. The reporter considered breast prosthesis implantation, fatigue, loss of consciousness, menorrhagia, pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast implant, ache, pelvic pain, and fatigue". Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media . Event" passed out due to so much blood loss was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and breast prosthesis implantation ('breast implant') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and pain ("aches") and underwent breast prosthesis implantation (seriousness criterion medically significant). The patient was treated with surgery (took them out (essure removal)). Essure was removed. At the time of the report, the pelvic pain, breast prosthesis implantation, fatigue and pain outcome was unknown. The reporter considered breast prosthesis implantation, fatigue, pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: breast implant, ache, pelvic pain, fatigue. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.